Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to activate the system into MRI mode due to high impedances on multiple contacts. As a result, a physician consult is pending to discuss surgical intervention.

Event description:
Follow-up identified surgical intervention was undertaken wherein the entire system was explanted.